Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, the consumer reported it took him forever to charge the implant and it had been off for a day. The patient noted the battery was about a third charged and he had charged for 1.5 hours without making much progress. The patient stated he had a hard time getting the coupling boxes to fill and if he moved or did anything he lost all the boxes. Adhesive discs were sent. The patient mentioned he had pain where the implant was and at times it was really sharp. The patient explained it felt like sticking or gouging and he turned the stimulation off and the device was still pinching. The indication for use was spinal pain. On (B)(6) 2018, additional information was received from the patient reporting that they were still having issues charging even with the tape, because as soon as they found the ¿sweet spot¿ if they moved at all they lost signal again. The patient stated that their implant was on the upper part of their right hip. They stated it was ¿squishy¿ and felt like the device was moving around. The patient wanted to know if there was anyway charging might get easier. It was reviewed that the patient should discuss their issues with their healthcare provider (hcp). Patient services mentioned that if the ins was moving around, that that was likely why charging was so difficult. They were redirected to follow-up with their hcp to check their implant. The event occurred since implant ((B)(6) 2018). No further complications were reported/anticipated.